Event description:
It was observed that during the device evaluation, the subject device exhibited deformed outer tube and therefore the parts are not dis-/reassemble. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: the outer tube is deformed and therefore the parts are not dis-/reassemble a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is deformed and therefore the parts are not dis-/reassemble should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.